Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that infusion set needle could not be removed. At the time of the call, the customer had blood glucose of 280 mg/dl. Troubleshooting found that 911 was called to remove the needle which was bent. 911 was called a second time for high blood glucose of 280 mg/dl but doesn't appear that the customer's blood glucose was more than 280 mg/dl. The customer declined troubleshooting for keytones but was advised to call back if further troubleshooting is necessary.